Event description:
It was reported that the patient began having bad headaches starting several months ago. The patient had had brain scans to potentially diagnose the issue. The patient was told she may be having seizures. Compatibility guidelines were requested for the following: MRI. The area to be scanned was the head / brain. The patient was not sure if related to implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v062829, implanted: 2007-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).